Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an occlusion alarm while using a teflon infusion set with 32-inch tubing placed on the abdomen, resulting in persistent hyperglycemia with a highest continuous glucose monitor reading of 401 mg/dl for about an hour and a half that resolved only after changing the infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need to replace the infusion set and associated supplies, after which glucose values trended downward without emergency care or hospitalization. Investigation included troubleshooting and user education regarding occlusion management and infusion set replacement. Investigation of this case revealed that the infusion set was occluded, consistent with a delivery obstruction localized to the infusion set assembly. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to the disposable infusion set component.